Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found blood glucose from reported event 100 mg/dl and sensor glucose value from reported event 66. The sg and bg difference is not within target range of glucose difference. Insulin delivery was suspended due to sensor glucose value. Advised sending replacement sensor. The product will not be returned for analysis.